Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that insulin pump was draining battery for 8 hours for last 3 to 4 days. Customer stated that the battery compartment was damaged. The customer stated the contacts on the battery cap were neither missing nor damaged. The display did not return after the pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. P-cap or reservoir locks properly into place. Device's history and trace files downloaded successfully using thus software. Device powered up after battery installation. Device passed sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range. No replace battery alert or replace battery now alarm noted during testing. Device history confirms battery change happening after 1 week. No damage noted on the electronic assemblies during visual inspection. The following were noted during visual inspection: scratched case. (B)(4).